Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure, after the leg assemblies of an uphold vaginal support system were thrown through the tissue, the physician cut the sleeves to release them from the mesh. As he was pulling the leg assemblies from the patient, each of the sleeves began to shred at the cut areas, and two pieces of plastic detached inside the patient. The physician located the pieces of plastic through palpation, and subsequently removed them with his fingers and an allis clamp. Reportedly, the detached sleeve pieces from both leg assemblies were retrieved. The physician feels that all of the plastic was removed from the patient. The uphold mesh was also removed from the patient, and the physician completed the procedure by standard kelly plication, with no complications to the patient, who is reportedly fine.

Manufacturer narrative:
Neither the mesh assembly nor the capio device were received for analysis; only the two leg assemblies were returned. Visual analysis of the leg assemblies revealed that the dilators and leaders on both legs were broken. In addition, the sleeves were stretched and twisted, and tool marks were observed on both dilators. It was observed that both tack welds had released properly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The cause for the reported event could not be determined.

Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure, after the leg assemblies of an uphold vaginal support system were thrown through the tissue, the physician cut the sleeves to release them from the mesh. As he was pulling the leg assemblies from the patient, each of the sleeves began to shred at the cut areas, and two pieces of plastic detached inside the patient. The physician located the pieces of plastic through palpation, and subsequently removed them with his fingers and an allis clamp. Reportedly, the detached sleeve pieces from both leg assemblies were retrieved. The physician feels that all of the plastic was removed from the patient. The uphold mesh was also removed from the patient, and the physician completed the procedure by standard kelly plication, with no complications to the patient, who is reportedly fine.